Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Reportedly the customer continued to use the pump for insulin therapy. Customer's blood glucose level read "high¿, however, specific blood glucose (bg) value was not provided. Customer had high ketones. The customer addressed their elevated bg with a manual injection of insulin.